Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the laser light was being emitted directly, instead of emitting sideways. It was noted that that the issue occurred after 1,762 joules and 30 seconds of use and there were no messages displayed on the console. The fiber was replaced and the case completed utilizing a second fiber without patient injury.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes based on visual examination with magnification that there were no indications of breakage along the fiber's length. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Product analysis was unable to confirm any deviations or anomalies with the device. Devitrification is crystallization of the glass at the firing window from heat accumulation and is a normal degradation of the fiber that can occur through normal product use. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record review the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis revealed mild devitrification observed at the total internal reflection (tir) surface. The fiber was tested with hene laser fixture, and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Analysis of the returned device was not able to identify any defects. Labeling review a review of the product labeling was completed, and it did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. The instructions for use include detailed warnings for setup, inspection, and use of the device and provides multiple warnings for the user to prevent a fiber break or improper energy output. Additionally, the IFU warns the user, do not use a damaged fiber and (before the procedure) inspect the fiber for visual damage. Investigation conclusion analysis of the returned device did not identify the reported forward firing. Therefore, this event does no longer meet reporting criteria. Based on all available information and objective evidence from product analysis, a conclusion code of no problem detected was assigned to this investigation. The mild devitrification at the tir surface occur during normal device use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the alleged report of forward firing. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the laser light was being emitted directly, instead of emitting sideways. It was noted that the issue occurred after 1,762 joules and 30 seconds of use and there were no messages displayed on the console. The fiber was replaced and the case completed utilizing a second fiber without patient injury.